Event description:
Medtronic received information of a perforation of patient's left atrium wall that occurred during cryoablation procedure. After about 15 seconds into the first ablation in the lspv, the patient's bold pressure went down to 62 systolic. Ablation stopped and ice visualized a large pericardium effusion. All catheters were pulled out of the left atrium and protamine was given. Pericardial drain of 900cc of blood; patient's blood pressure became stabilized and drainage bag left in place. Patient in stable condition. Device 2 of 3, reference MFR report: 3002648230-2014-00176 and 3007798852-2014-00017

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.